Event description:
It was reported that the patient had an infection at the site of their implantable cardioverter defibrillator (ICD). Further evaluation revealed vegetation on the right ventricular (rv) and right atrial (ra) leads, along with positive blood cultures. During the explant procedure, removal of the rv lead was difficult; however, both rv and ra leads were ultimately successfully explanted. The patient¿s status was unknown.

Manufacturer narrative:
The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device. The reported events were infection and difficulty to remove. The reported event of difficulty to remove was not confirmed. As received, a partial lead consisting only of the lead body insulation was returned in one piece. Final analysis didn't find any anomalies except for procedural damage. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.